Event description:
Upon opening kit to prepare medication, hcp(health care provider) noticed the spike on the mix2vial transfer set was bent on the blue side and therefore unusable to mix kcentra. This led to a delay in care as additional supplies were gathered to prepare the medication for administration.